Event description:
This is a spontaneous case report received from a consumer of unspecified age via letter (in which she holds company liable for the damage caused) in (B)(6) on 09-aug-2016 who had essure (fallopian tube occlusion insert) inserted in 2008 for sterilization. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality safety evaluation received on 30-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 625639- invalid) inserted for sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. We received an invalid lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 625639) inserted for sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure (batch no. 625639- invalid) inserted for sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: essure date implanted updated. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no consent was received from consumer. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained since consumer did not provide consent for further details.